Event description:
A report was received regarding a revision procedure. A patient previously implanted (unknown date) with a plate and screws, right distal femur, presented postoperatively with infection and a broken plate reportedly associated with non-union. During the revision procedure, the surgeon removed the broken hardware, performed I&d, biopsy and placed antibiotic beads. This is report # 1 of 10 for the same event.

Manufacturer narrative:
Implant and explant dates were reported as (B)(6) 2012.

Manufacturer narrative:
Device was used for treatment. Implant and explant dates are unknown. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned. Review of device history record (DHR) review found nothing that would cause or contribute to the reported incident. All parts in subject product lot met visual and dimensional requirements throughout manufacturing and release. No sample returned for physical evaluation. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. (B)(4): placeholder.